Event description:
It was reported that the lvps have unresponsive keypads. No additional information was provided.

Event description:
It was reported that the lvps had keypad failures. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of lvp keypad failures was confirmed on 14 out of 17 of the returned pump modules. Review of the error logs showed no errors or malfunctions related to the keypad assembly. Testing confirmed 14 out of 17 of the devices failing to respond to a key press. Device inspection: all of the returned pump modules were received with the instrument seal intact. Twelve (12) out of 17 pump modules were observed with iui corrosion and damaged isolation ribs. One (1) pump was observed with a third party sear. Internal inspection was performed and found all pump modules with discoloration on the keypad flexible circuit and 6 with cracked traces. Root cause analysis: the proximate cause of the customer¿s experience with lvp keypad failures was attributed to fluid ingress into the keypad flexible circuit. Fluid ingress into the keypad circuit may cause an open circuit or high resistance contact preventing the pump module from transferring the signal from a key press to the display board. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 04apr2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 02dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.